Event description:
It was reported during an atrial fibrillation ablation procedure, the physician noted the handle of the catheter leaked after one hour of ablating and mapping. The catheter was replaced and the procedure continued with no consequences to the patient.

Manufacturer narrative:
We are awaiting device return. When we have completed our investigation, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 09/14/2010. Date, the initial reporter provided the information to the manufacturer: (B)(4) 2010.